Event description:
It was reported that the battery gauge was intermittently fluctuating, depleting quickly, and took longer to charge the pump than expected. Additionally, it was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.